Event description:
A us distributor contacted zoll to report that a patient¿s pre-existing incision was being irritated under the lifevest equipment. Patient described the area as itchy. There was no alleged device malfunction contributing to the irritation. It's unclear if the doctor who spoke with support services, applied any creams or ointments to the skin irritation. Reporting out of the abundance of caution. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.